Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified left anterior descending artery. The 2.5 x 15 mm trek balloon crossed the lesion successfully without resistance felt. The balloon was inflated for pre-dilatation of the vessel; however, it ruptured on the first inflation at 14 atmospheres. The ruptured balloon was able to be removed from the anatomy without issue. A 2.5 x 8 mm trek balloon was able to be advanced and used successfully for pre-dilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.